Event description:
"Undergoing d&c and laparoscopic removal of ectopic (l fallopian ampulla) pregnancy. When esu activated, personnel holding fallopian tube with a grasper was burned on left index finger. Reflexive response to the injury resulted in movement of the fallopian tube with the grasper so that the distal end of the fallopian tube was avulsed." The following is additional information that was received during a follow up call to the user/facility in 08/2002. Surgery time was not extended. The patient had no additional test taken. The employee that was burned had a pin point burn and was evaluated by a physician. The employee did not require treatment. A request was made to the user/facility to return the instrument to aesulap for investigation. At this time the instrument will not be returned for investigation. The user/facility is having the instrument evaluated by an outside agency to determined if the instrument is usable or defective.